Event description:
The catheter was inserted in the right antecubital fossa. A clinician was asked to examine the IV as the unit was not working properly. When the clinician removed the unit from the pt, half of the catheter tubing remained in the pt's vein. The catheter was removed from the pt with forceps. The reporter has been contacted regarding additional info and has not responded at this time.

Manufacturer narrative:
The sample has been rec'd for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.